Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/17/2024, the patient was getting inaccurate readings with normal cgm values even though patient's bg was low. The patient experienced loss of consciousness. The cgm was reading 74 mg/dl and the blood glucose reading was 33 mg/dl. The patient was treated with baqsimi nasal spray by her family and recovered after treatment. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. At the time of the report 4 days later, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.